Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found light cosmetic damage to the rear housing and bottom of the pump. There was no applicable evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the real time clock was over limit. The rtc battery was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a 2248 issue. There was unknown patient involvement.